Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing without duplicating the malfunction. Review of the device activity log does show occurrences of an error message which indicates that the pads were not connected or faulty during the reported malfunction. The device was recertified and returned to the customer. It's important to mention that the pads used during the time of the event was not returned for evaluation as part of the investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device did not function. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.